Event description:
It is reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was noted. Programming changes were made during device check. Patient condition was fine.